Event description:
Lead management case to extract one non-functional lead. The physician began the extraction procedure using a 12f glidelight but was unable to progress so the device was upsized to a 14f glidelight. Upon removal of the 12f glidelight the physician noted that the sheath outer jacket was damaged and laser light could be seen through the damaged jacket. The physician then used the 14f glidelight to remove the rv lead. An initial decrease in blood pressure was noted; however this decrease resolved after the rv lead was fully removed. During the implant of a new rv lead the blood pressure dropped again. The CT surgeon performed an immediate sternotomy and attempted to repair an svc tear; intervention was not successful and the patient did not survive. Note: this report is to reflect the 12f glidelight sheath that was damaged - this is being reported due to the potential of exposure to manufacturing materials and inadvertent exposure to laser energy. It is not thought to have been a contributory cause to this injury. For report on the patient death see report # 1721279-2015-00089.

Manufacturer narrative:
.